Event description:
It was reported that during a "pcnl" procedure, the guide wire was flaking. A amplatz ptfe .035 floppy guide wire had been advanced to an unspecified kidney location. During the procedure, it was noticed that the guide wire appeared to be "flaking" with pieces "coming off". The procedure was able to be completed with this device. No retrieval efforts for the "flaking" portions were required. There were no pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.